Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The user facility reported that a patient was implanted with a impella cp for heart failure support. The impella cp was inserted via axillary artery utilizing a 10 mm x 20 cm vascutek gelweave. After insertion, large amounts of air were introduced into the left ventricle. The care team attempted to secure any potential areas of embolization externally. Echocardiogram was used to check for air in the left atrium as well as other areas. The cardiac surgical center (csc) was called due to intermittent air boluses. The csc determined a potential cause could be cavitation. It was recommended dropping to p6. Air significantly was reduced and completely went away at p5.

Manufacturer narrative:
H6 medical device problem code was changed since the initial report was submitted. Type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: the investigation has been completed. No product was returned. Priming problems- during insertion procedure, a large amount of air was introduced into the left ventricle. Troubleshooting efforts and customer support center input determined a potential cause could be cavitation. Dropping to p6 resolved the issue. Data logs showed no purge related issues during the first few hours of support. The cause of the priming problems was not determined due to no product returned and insufficient clinical details. Patient code - air embolism: the cause of the air embolism was not determined due to insufficient clinical details. Device history review: the pump passed all post sterile inspection checks.